Event description:
The reporter stated that the device voice is not speaking the glucose result correctly. She said the display showed 71mg/and the device did not speak her family member changed the batteries and then the device voice sounded scrambled.